Event description:
Pt self tester reported discrepant high results. Inratio inr = 4.6. Lab inr = 1.9. Testing completed within one hour apart. Therapeutic range for pt 2.5-3.5.

Manufacturer narrative:
Investigation pending.